Event description:
An impella 5.5 device was inserted into the right subclavian artery in a 57-year-old female patient with a past medical history of renal insufficiency, presenting in cardiomyopathy, and in scai stage d shock, on an intra-aortic balloon pump (iabp), on an extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the aic controller (aic) placement signal was reading out of range and not correlating with the patient's arterial line. A transthoracic echocardiogram (tte) was ordered. The impella was repositioned and moved away from the papillary muscle, sitting in the mid-ventricular space at 4cm. At this point, the placement signal was still reading high. A "placement signal not reliable" alarm was also noted on the console. The physician was aware and muted the audio on the alarm. The impella was already repositioned multiple times the previous day. The plasma free hemoglobin (pfhgb) increased to 290, and hemolysis noted in the urine post-repositioning. The pump was repositioned again at night, and the urine color started improving. Pfhgb drawn again and was down to 50 in the morning. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.0l/min with no issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e1 (facility details). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. B5 is being updated to include new and corrected information that was not included in the initial report. The revised b5 provides a complete event narrative. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause is unknown because the console was not returned for investigation and the data logs are unavailable for review.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the bedside nurse notified the impella team that the placement signal was reading out of range, not correlating with the patient¿s a-line. A transthoracic echocardiogram (tte) was ordered, the impella 5.5 was repositioned by the advanced heart failure physician. The pump was moved away from the papillary muscle to the mid ventricular space, measuring 4 centimeters. At this point, the placement signal was still reading high, the physician was aware. During rounds, ¿placement signal not reliable¿ noted on the impella console. The physician elected to mute the audio for the alarm. It was reported that the procedure was successful and the patient was stable. This impella aic controller report is one of two devices associated with the event. The medical device report on the impella 5.5 is in process.